Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. Log files review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively.

Event description:
An optometrist reported a case of bilaterial light sensitivity, and trace focus haze of the right eye, observed at three weeks post lasik treatment. Reporter indicated the topical steroid eye drops were an increased tapered dosage. Patient noted increasing light sensitivity even indoors. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.